Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that a patient suffered from contact dermatitis using either iv3000 dressings or opsite dressings (it is unclear which). The patient was also using remoduin subcutaneously for primary hypertension, the dosage was 30 ng/kg continuous.